Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3 product analysis (B)(4): led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device patient said they keep the equipment in the blue case, they are so careful with it, there is no chance it could have been hit, bumped, stepped on or spilled on, they pulled it out and typically when they hit the button on the white part of the device it will still make at least one little beep but it did not even do that when they tried to turn it on, it must be dead, the handset won't even connect to the charger at all. Pt said they held down the power button for 45 seconds while it was sitting on the dock plugged into power, and while it was not on the dock with the green dock light showing, they tried different boxes, different outlets, different power cards, but the issue did not resolve they see flashing green lights really quickly, it is not charging, it will not even turn on after a couple of hours. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. The patient mentioned unrelated medical history. This included patient said prior to getting the implant they were going to the bathroom every 45 minutes and now they can go 3-4 hours they never let it go dead they notice when "it goes off every single day" but last night it died because they forgot to recharge their ins last week and they notice return of symptoms when that has happened in the past. Note pt provided their user ID number for their handset: pumre1emlb but did not know the implant serial number. Note after receiving email response from clinical study contacts, sent email to repair to cancel the patient called back to check on status of delivery of replacement recharger. Upon review, it was discovered that the repair request previously sent was canceled so that the replacement could be handled by the clinical research specialist, agent reviewed this information with patient who reported they were going out of town a week from tomorrow and would definitely need it as their battery is now totally depleted and their symptoms have returned. Agent sent reply email to (B)(6) requesting to call patient with update. The patient called back and repeated information regarding the recharger issue and return of symptoms due to therapy turning off. The patient was unable to turn therapy back on because the recharger was not working, so they were unable to charge the ins. The patient mentioned that a power-on reset occurred on monday, and they have been without therapy ever since. The patient stated that their symptoms were horrible, noting that they have to go to the bathroom every 30-45 minutes. The patient requested an update on the status of the replacement recharger. Agent reviewed that the clinical site was handling the replacement process. The patient requested that the mdt rep call them directly. Agent reviewed that the rep was not allowed to call the patient directly and advised the patient to call the clinical site. The patient said they will try calling the clinical site, but it's unlikely they will reach anyone at this time of day. Agent also reviewed that the clinical site would reach out to the patient once the replacement recharger can be picked up. This concerned the patient because they live in (B)(6) and the clinical site is in (B)(6). The patient said they need the replacement recharger shipped directly to their home in (B)(6) because they are going on a family trip to (B)(6) next week and they cannot continue to be without therapy. Agent re-opened the case and assigned to self to send an email to the mdt rep with updated information from the patient.